Manufacturer narrative:
(B)(4). Insulin pump passed the displacement test. Sleep current measurement and active current measurement within specifications. The power management tool confirmed power error, low battery alert, power loss alarm, was triggered when the backup battery loaded voltage was less than 3.5 volts for 4 consecutive hours due to connector resistance electrical board. After disconnecting and reconnecting the internal battery connector on electrical board, the pump was monitored and functioned properly. Insulin pump received with cracked battery tube threads, fading serial number label and cracked case at battery tube side

Event description:
Information received by medtronic indicated that the insulin pump had replace battery alarm. Customer received a low battery alert prior to the replace battery alarm. Timing was less than 8 hours from the low battery alert to the replace battery alarm. Troubleshooting was performed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.